Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and found discoloration and cracking paint on the heater tray. There were no other discrepancies encountered during the visual inspection. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: on 28/sep/2020, the spouse of this male patient on peritoneal dialysis contacted fresenius customer service. The spouse reported that the patient had passed away on (B)(6) 2020 and the cause of death was unknown. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient death as occurring on (B)(6) 2020. The pdrn did not have any details pertaining to the death. It is unknown if the patient was in treatment at the time of death. The patient had not reported any issues with the liberty select cycler prior to death. The spouse did not report any liberty select cycler issue or pd issue during the call to customer service. No further information was available. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event and no documentation that the patient was in active treatment at the time of death.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2020. The patient contact stated that the cause of death is unknown. The patient contact also stated that the registered nurse does not know if the death was related to dialysis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient expired (B)(6) 2020, but could not provide any additional details. The pdrn stated the cause of death is unknown. It is unknown if the patient was in pd treatment at the time of death. The pdrn stated the patient had not reported any issues with the liberty select cycler prior to the death. No additional information was available.